Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log files captures pump stops on (B)(6) 2019 & (B)(6) 2019. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appeared to be occurring while the vad is connected to the battery power. Perc lead images noted a little shield separation near the perc lead connection to the controller. On (B)(6) 2019 tech arrived onsite for drive line evaluation/repair. Performed repair ~2.75" inches from the exit site. Perc lead replacement performed per op 1005966 rev f. After repair tethered patient was put on grounded patient cable without issue. The patient was then returned to an unshielded patient cable without issue. No alarms were noted and the patient was moved to a regular grounded cable on (B)(6) 2019. Patient experienced pump off alarms and was immediately reconnected to battery power and the power cable was switched back to the ungrounded cable. The log files confirmed pump stop events on (B)(6) 2019. This would indicate the patients internal drive line has at least one wire that is shorting out with the shielding. The patient underwent an hmii to hm3 pump exchange on (B)(6) 2019 due to internal perc lead break. No further information provided.

Manufacturer narrative:
Section d4 & h4: additional information manufacturer's investigation conclusion: analysis of the submitted log files confirmed low speed events and pump stops while the patient was supported by batteries, then the power module. Based on past experience with the hmii lvas and similar reported events, these findings could be indicative of driveline damage; however, no damage was identified through the examination of the returned segments of the patient's driveline. Brief driveline fault alarms were also observed; however, a specific cause for this finding could not be conclusively determined through this evaluation. Approximately 17.5" of the distal portion of the patient's driveline (dl) was replaced via work order# (B)(4). Additional segments of each wire were also returned ¿ approximately 1¿ of the green, yellow, and black wires, 1.25¿ of the brown and red wires, and 1.75¿ of the orange wire. These segments were examined under a microscope and no evidence of wire insulation breakdown was observed. This 17.5¿ segment of driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. Additionally, each wire was lightly pulled in an attempt to recreate the driveline fault alarms. No evidence of wire conductor breakdown was observed during this testing. (B)(6) was later exchanged and received for evaluation on 08jan2020. The pump was returned assembled with the driveline (dl) cut approximately 3.75¿ from the pump housing and the distal end was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and outflow graft bend relief were not returned. The outflow elbow was attached to the pump¿s outlet port with a white cap attached to the distal end. Examination of the outflow elbow and blood-contacting surfaces of the pump revealed no evidence of developed depositions or thrombus formations the 3.75¿ pump-end segment of driveline was tested for electrical continuity and did not reveal any discontinuities or shorts. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. Additionally, each wire was lightly pulled in an attempt to recreate the driveline fault alarms. No evidence of wire conductor breakdown was observed during this testing. The device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended a specific cause for the low speed events and pump stops observed in the submitted log files could not be conclusively determined through this evaluation. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. This IFU also outlines all system controller alarms (including low speed advisory, low flow hazard, driveline fault, and pump stop alarms), as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.